Event description:
Affiliate explained that the pt returned to the clinic about 40 days after the surgery due to an increasing observance in the cephalic perimeter. It was observed, through x-ray that the valve pressure deprogrammed, which had been first programmed in 30mm h2o to 1100mm h2o. During a new surgery, it was also observed that there was a blockage in the catheter and meningitis occurred.

Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation, a follow up report will be filed.